Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected and that this was the patient¿s second overdischarge. It was noted that the patient had an appointment scheduled on (B)(6) 2013 to determine if their ins was overdischarged. When the patient used their remote, nothing would show up on the screen and when they attempted to recharge their ins with the recharger, they got an exclamation point on the screen. It was noted that the patient had fallen a while before the time of the report. It was further reported that an overdischarge had not yet been confirmed since the patient cancelled their appointment. It was noted that the reason for the overdischarge was patient compliance. It was noted that the patient was not experiencing any symptoms. It was further reported that the patient was having telemetry issues with their device. It was noted that when the manufacturer representative tried to perform a physician mode recharge (pmr) they would get a reposition antenna message and the pmr would not start. It was noted that the patient had last recharged 4-5 months prior to the report. It was noted that the patient fell in (B)(6) and after the fall they were unable to get any coupling boxes when trying to recharge. These issues with recharging were the primary reason for the overdischarge. It was noted that the manufacturer representative was eventually able to initiate the pmr process. It was further reported that the manufacturer representative suspected that the patient had been in overdischarge 3 times. It was noted that multiple physician mode recharges (pmr) had been attempted and the patient was still unable to get their device out of overdischarge. It was further reported that the ¿patient¿s device is dead¿. It was noted that the patient¿s internal battery was dead so the manufacturer was unable to check the impedances. It was noted that the representative was unsure if the battery was flipped. It was stated that they had attempted 13 physician mode recharges (pmr) at the time of the report to try to get the device working. It was further reported that one of the patient¿s ¿devices was no longer working¿ but they were unsure which one wasn¿t working. The timing of when one of the devices stopped working was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 8591-38, lot# c70927, implanted: (B)(6) 2011, product type: accessory. Product ID: 355531, lot# n291138, implanted: (B)(6) 2011, product type: screening device. Product ID: 37092, lot# 261540001, implanted: (B)(6) 2011, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received 12 days later reported that the manufacturer representative was unsure if the physician mode recharge or power on reset was successful because they had not heard from the patient. It was noted that the last time the representative spoke with the patient, the implantable neurostimulator was ¿dead¿. Additional information received approximately a week later reported the patient had scheduled a replacement to a non-rechargeable system for (B)(6). Additional information received three days following replacement reported the battery was not flipped. Impedances were checked with the new battery and everything was normal. Additional information received four days later reported the patient was seen by a manufacturer representative. She had good coverage and everything was working well.